Event description:
It was reported that the user experienced unstable blood glucose levels after starting the islet system and sought guidance on corrections, meal management, and exercise strategies, with education and troubleshooting provided. Symptoms included low glucose reaching 60 mg/dl. Outcomes included administration of glucagon and user education. Investigation included review of user technique and coaching on meal announcements and exercise management. Investigation of this case revealed user-related management challenges, including potential overtreatment of hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.